Manufacturer narrative:
The investigation of placement signal issue has been completed. The data logs were evaluated and there were no problems found regarding the reported issues. D6b explant date added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19625. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the impella was in the left ventricle in good position and the automated impella controller (aic) was alarming impella in aorta and the waveforms were not ventricular. The placement signal was not resolved. The physician decided to remove the pump and place a new one. The patient remains on impella support.